Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the pitch cable is broken at the distal clevis hub and cable completely not visible. The cable segment that contains the crimp is missing in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing metal protruding on each side of the fenestrated bipolar forceps instrument, which prevented the instrument from being removed from the trocar without first undocking that port.